Manufacturer narrative:
Follow-up # 1 ¿ (02/19/2015). The patient¿s meter and test strips have been returned on 2/3/2015 and 2/10/2015, respectively, and evaluated by lifescan product analysis on 2/6/2015 and 2/10/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that their onetouch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 11:45 pm on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿428, 264 and 394 mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient also alleged that the reading of ¿428 mg/dl¿ was inaccurately high compared to their feelings and/or normal results. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged inaccurate readings. The patient reported developing a symptom of ¿shaky¿ approximately three and a half hours later. The patient denied receiving any treatment for this symptom. At the time of troubleshooting a control solution test on the subject meter passed, with results within the accepted range as printed on the test strip vial. Replacement products were still sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.